Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00160. It was reported that the patient was not getting adequate therapy due to lead migration of the s1 lead. As a result, surgical intervention occurred on (B)(6) 2021 and a lead was explanted and replaced. The patient has effective therapy post operatively. It is unknown which lead was replaced, so both are being reported.